Event description:
It was reported that the patient presented to the hospital experiencing cardiac arrest, pneumonia, lactic acidosis and cardiogenic shock. In addition, the patient was in ventricular fibrillation (vf) for approximately 40 minutes and was unresponsive. Cardiopulmonary resuscitation (CPR) was administered. The implantable cardioverter defibrillator (ICD) had potentially reached recommended replacement time (rrt) status unexpectedly. There was suspected premature battery depletion, and two electrical resets occurred. Telemetry was no longer able to be established. A lead impedance warning triggered due to undefined high rv defibrillator coil impedance. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the device was explanted and replaced and the lead was capped and replaced.